Event description:
It was reported that the customer was hospitalized with a high blood glucose reading of 685 mg/dl. It was stated that the insulin pump did not give any occlusion alarms. The customer was also spilling ketones. Troubleshooting was performed, and the insulin pump trainer tested the insulin pump, and it tested okay. However, the trainer advised the customer to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Scratched lcd display window noted during visual inspection.